Event description:
A peritoneal dialysis patient's daughter confirmed that there was fluid leaking from the tubing set when she opened the cassette door. She identified one of the tubing lines as the source of the leak. The lines were wedged inside the cassette door and one of the lines was sliced as a result. No prophylactic antibiotics were prescribed. The patient's effluent remained clear. Patient completed treatment via manuals. There were no other known patient ill effects. The sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.